Event description:
Patient was transferred urgently from ed to cath lab for neurointerventional procedure. Tpa was running on a pump. The IV pump was attached to the pole on the ed stretcher and when the pump was removed from the stretcher and handed off to the cath lab staff, the channel running the tpa became disconnected and stopped the tpa infusion without alerting the staff. They state there was no alarm. It was not discovered for approximately 5 minutes and then tpa could not be restarted due to unknown time off.